Event description:
A caller reported that the pump displayed a reset screen unexpectedly. There was no adverse impact on the customer's blood glucose level. Technical support informed the caller that this reset was due to a routine microprocessor check, a built-in safety feature, and assured that the pump was functioning as intended. They educated the caller on the need to restart specific functions, such as the dexcom cgm sessions and reloading cartridges, after a reset. The caller understood and acknowledged the information provided.